Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. It was also reported that following insertion the patient experienced additional pain, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems , bleeding and other problems. It was reported that on (B)(6) 2011: patient underwent exam under anesthesia, cystoscopy, vaginoscopy.

Manufacturer narrative:
(B)(4). Urinary/bowel problems. Undefined recurrence. Dyspareunia. Neuromuscular problems. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, incontinence and incomplete bladder emptying.

Manufacturer narrative:
(B)(4).concurrent procedures: sacrocolpopexy with anterior and posterior mesh extensions and enterocele repair along with tension free vaginal tape obturator.